Event description:
On (B)(6) 2021 the customer reported erroneously negative sars-cov-2 igg ii (access sars-cov-2 igg ii assay, part number c69057, lot number not provided) results were generated for three patients on the customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(4)). The samples were negative on the two beckman assays (access sars-cov-2 igg and access sars-cov-2 igg ii) and positive on the abbott igg assay. The three patients were negative on the abbott sars cov-2 igm assay. Patient 1 was also positive on the c-pass genscript. Refer to relevant tests/laboratory data section below. Patients 2 and 3 had received the first dose of the astrazeneca covid-19 vaccine. No vaccine information is available for patient 1. No affect to patients or end-users has been reported in connection with this event. Four (4) medwatch reports will be generated to address customer reports of erroneously negative sars-cov-2 igg and sars-cov-2 igg ii results obtained on (B)(6) and on (B)(6). This report address the erroneously negative sars-cov-2 igg ii patient two and three results. Medwatch number ¿2122870-2021-00061¿ will address the erroneously negative sars-cov-2 igg obtained on (B)(6) for patient one. Medwatch number ¿2122870-2021-00062¿ will address the erroneously negative sars-cov-2 igg ii obtained on (B)(6) for patient one. Medwatch number ¿2122870-2021-00063¿ will address the erroneously negative sars-cov-2 igg obtained on (B)(6) for patient two and three. Medwatch number ¿2122870-2021-00064¿ will address the erroneously negative sars-cov-2 igg ii obtained on (B)(6) for patient two and three. No hardware errors or issues with other assays were reported in conjunction with this event. No quality control (qc) or calibration data was provided. System check passed on (B)(6) 2021. Service was dispatched. No hardware malfunction was noted. The instrument is working within specifications. There were no issues with sample integrity reported by the customer. No further information was provided.

Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg ii reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. The instrument is working within specifications. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. The abbott alinity assay also detects antibodies directed against the spike protein. The cpass genscript assay is a total assay, allowing for the rapid detection of total neutralizing antibodies. The results of a total assay cannot be compared to the results of an ¿igg-only¿ assay. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. In conclusion, the primary cause of the erroneous results could not be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: no device manufacture date could be provided as no lot number was provided by customer.